Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer confirmed hospital information technology (it) investigated the issue and determined it was on their end. Local it resolved the problem, restoring functionality. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wamedsurg device was on a disconnected mode and placed in critical override, with no new orders crossing over and the station offline in remote smart service (rss); a manual reboot was performed, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.